Event description:
A journal article was received titled, broken guidewire protruding into the hip joint: a bone endoscopic-assisted retrieval method; (B)(4). Reportedly: patient presented with a displaced femoral neck fracture with ipsilateral fracture shaft of the femur underwent a closed reduction and fixation of the shaft as well as the neck of the femur using a long proximal femoral nail on an unknown date. While drilling during surgery, the guidewire of the proximal-most screw of the neck of the femur broke and became misdirected posteroinferiorly. Under a c-arm image intensifier, anteroposterior, lateral, and oblique views were taken and it revealed the tip of the 2cm long broken guidewire was just touching the articular surface of the femoral head, without any protrusion into the hip joint. The procedure was completed. An uneventful postoperative period was reported while the patient complained of hip pain. Reportedly a clinical examination failed to elicit crepitus in the hip joint on an unknown date. A 3mm wire tip protrusion into the patients hip joint was noted during a postoperative computed tomography performed on an unspecified date. In order to extract the broken wire, the patient underwent a bone endoscopy-assisted method on an unknown date. The screw was removed and a bone endoscopy was performed with a 30 degree arthroscope since the guidewire was misdirected posteroinferiorly from its path for the insertion of the proximal screw. Under direct visualization, the broken end of the guidewire was found. The broken end of the guidewire was retrieved using graspers and a c-arm image intensifier. The procedure was completed as the screw was replaced in the original tack and was found to be satisfactory. Three days after surgery, the patient started on quadriceps exercises and active knee bending exercises. The patient was mobilized without weight bearing on the operated side and graduated to partial weight bearing at 12 weeks. At the patients 12 month follow-up it was reported both the fractures united and patient was asymptomatic. A copy of the journal article will be attached to this report. This report is for a guidewire. It is unknown if the device was a synthes product. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a 3mm wire tip protrusion into the patients hip joint was noted during a postoperative computed tomography performed on an unspecified date. C-arm image intensifier: date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.